Manufacturer narrative:
Product showed no unusual wear or damage considering its application and explanation process. Additional mdrs associated with this event: 3025141-2019-00389 follow up 1: plate, 3025141-2019-00441 follow up 1: screw 1, 3025141-2019-00475: screw 2, 3025141-2019-00476: screw 3, 3025141-2019-00477: screw 4, 3025141-2019-00478: screw 5, 3025141-2019-00480: screw 7, 3025141-2019-00481: screw 8, 3025141-2019-00482: screw 9, 3025141-2019-00483: screw 10, 3025141-2019-00484: screw 11.

Event description:
A distal clavicle plate was implanted in the patient. At some point post op, the plate broke and the patient felt pain. The broken plate was removed and a new plate implanted, using the same screw holes.